Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the matrix drawer was broken. A field service engineer found that the u-link for matrix drawer 1 was broken. The square clip u-link for matrix drawer 1 was replaced. The drawer responded in hardware test application mode, and a final test was performed. The backup battery was replaced, work plugs, and the rear bumper kit were installed. All cabling was checked and appeared to be in good working order. All leds were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the matrix drawer was broken. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.